Event description:
A pump malfunction was reported after it was accidentally dropped into a toilet. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.